Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a "seroma build-up and swelling at pump pocket site". Per the reporter, the swelling would not resolve, and the hcp had to "go back in a second time after pump was replaced". The hcp "did not see anything leaking during surgery but within a couple days after surgery swelling returned again". The hcp recommended putting ice pack/frozen peas over pump to alleviate the swelling. The patient does that for 10 minutes at a time. The patient was wearing an abdominal binder; and "incision healing" was indicated. The symptoms occurred following the pump replacement. The patient was home at the time of the report. Additional information has been requested, but was not available as of the date of this report.